Event description:
It was reported that the pt went into cardiac arrest after a power failure at his residence. The pt went several minutes without any assisted breaths. The family/caregivers did not know how long the power was off and could not verify how long the ventilator was alarming and/or running for after the power went out. The pt is currently in intensive care and has suffered brain damage as a result of this event.

Manufacturer narrative:
Na